Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported false positive tetrahydrocannabinol (thc) results, for 23 patients, involving synchron lx 20 clinical chemistry system. This is report number fifteen of twenty-three. Subsequent testing of pt's samples with a new reagent produced negative results. The erroneous results. The erroneous results were released out of the lab. Amended reports were issued to the hospital. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.